Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the issue had been reported due to drawer failure and multiple cubies failing randomly. At times, the cubies recovered, only to fail again later or cause additional cubies to fail. All connections to the controller boards were inspected, removed, and reconnected as a precaution, but the issues persisted. Even after refreshing the connections, random cubies were still not appearing correctly. The fse then proceeded to inspect drawer 5-1, which was affected, and removed all cubies to check for foil or debris. Some debris was removed, but nothing appeared to be causing the inconsistent drawer feedback. The fse verified that the row board connections were secure while the drawer was apart. Due to the randomness of the failures, the fse chose to replace both the drawer controller and the rear controller, as the retractor band was not clicking securely into the board. The replacement drawer module controller connected much more firmly to the retractor band. The position sensor was also replaced because it appeared that a medication packet had broken near it, leaving a white or yellow chalky residue. The retractor band was in good condition. The drawer was reconfigured, and proper functionality was verified after configuration. All cubies opened and closed as expected, and the customer inventoried the drawer to confirm functionality. Drawer 5-2 was found to have significant movement when closed. Upon further inspection, the fse identified that two to three screws securing the rear block were missing, and the block was being held in place by a single loose smaller screw. Replacement screws were available in the hardware bag, and the issue was corrected by securing all screws. A general inspection of the unit was completed, including verification of proper cable connections and confirmation that no physical damage was present on any cabling. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred in drawer 5.1, where the cubies were not detected on the system bus. Row c cubies failed repeatedly even after recovery procedures were performed and continued to display a "not connected to bus" error message. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.